Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported failure modes can be attributed to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed via repair request by the nurse at the user facility, the customer oes elite high-definition autoclavable rigid telescope has a broken coupler. The customer reported event was found at reprocessing. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer reported problem, the black eyepiece funnel was found broken apart and still attached to the coupler. The inspection also noted the rigid outer tube is bent with dents on the distal end, scratches on the objective window, debris particles under the eyepiece lens and in the optical system. No moisture was observed inside the scope. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.